Manufacturer narrative:
Follow-up #1 date of submission 05/12/2016-device evaluation: the pump has been returned and evaluated by product analysis on 04/28/2016 with the following findings: a review of the black box indicated unexplained reboots had occurred as follows: (B)(6) 2016 08:17, deliveries resumed (B)(6) 2016 11:07; (B)(6) 2016 18:44, when pump was powered back on the time/date was set to (B)(6) 2016 08:01; (B)(6) 2016 21:20, deliveries resumed at 21:30; (B)(6) 2016 22:46, deliveries resumed 23:01; (B)(6) 2016 23:16, deliveries resumed 23:23; (B)(6) 2016 15:07, deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection indicated that the battery compartment was cracked in two places. The returned battery cap had stripped threads wand was unable to fully attach to the pump; reboots were duplicated with the returned battery cap. A test battery cap was able to carefully attach to the pump and was used to complete investigation. The pump powered on normally and successfully completed rewind, load, and prime steps and 24 hour testing with no power interruptions. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no internal defects were found. Unrelated to the original complaint, investigation revealed that the display was discolored and the audio bolus button cover was torn; however the bolus button responded normally to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same day, the patient experienced low blood glucose (bg) of 52mg/dl with confusion and seizures associated with priming the pump while attached after a reboot. The reporter noted that the patient lost his balance and fell, hitting his head. The patient was reportedly treated by emergency medical services with unspecified treatment and refused to go to the hospital. The patient reportedly remained on the pump. The reporter stated that the pump had an intermittent power issue. The reporter noted that the battery compartment threads were stripped and the battery cap had never been replaced since (B)(6) 2012. The patient reportedly primed 10 to 16 units, resulting in the low bg. The patient's insulin sensitivity factor was reported to be 1:25mg/dl. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia associated with use error of the pump following an alleged intermittent power issue.